Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative noted that the t handle would not insert smoothly into the gantry. The representative reported that rotor offset calibrations were performed, the t handle could then be inserted smoothly. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system gantry door was opening intermittently with difficulties. There was no patient present when this issue was identified. No additional information was provided.